Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed), was distorted and stretched. The inner tubing was kinked/buckled. The outer tubing overlay was melted. The outer insulation had cosmetic depression. There was apparent explant damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that the device battery 'failed' and the lead was 'failing'. Patient mentioned that both were removed and replaced. No patient complications have been reported as a result of this event. It was further reported that there was early battery depletion.

Event description:
It was reported by the patient that the device battery 'failed' and the lead was 'failing'. Patient mentioned that both were removed and replaced. Patient inquired about reimbursement and the process was discussed with technical services. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the device battery 'failed' and the lead was 'failing'. It was further reported that there was early battery depletion. Patient mentioned that both were removed and replaced. No patient complications have been reported as a result of this event.